Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a protruded/loose drive support disk and a scratched display window.

Event description:
Customer reported that the insulin pump drive support cap is loose. Nothing further was reported.